Event description:
Reviewed the surgical database report of a bent im nail which did not have comments from the surgeon. The database review shows the first of two surgeries was done on (B)(6) 2013, and an exchange nail procedure was done on (B)(6) 2013. Review of pt x-rays shows that the first nail was bent while implanting and was incorrectly placed. The post-op x-rays from the second shows the exchange nail procedure was completed to replace the bent nail. No indication of product defect.